Event description:
Event description this device was sent to guidant by a competitor's representative one year and 9 months after explantation. The device had been explanted due to the patient's death. There was no previous allegation against any guidant products made by the physician, the local guidant representative, or the patient's family. The cause of death is unknown and efforts to find more information surrounding this event have been unsuccessful.